Event description:
On (B)(6) 2012, the lay user/patient contacted animas and reported that he had been admitted to the hospital from (B)(6) 2012 to (B)(6) 2012 for hyperglycemia. The patient claimed his admitting blood glucose (bg) was 563 mg/dl. The patient reported while hospitalized, they reconnected pump; however, bg went up again (result(s) not provided). The patient was discharged on (B)(6) 2012 with a bg of 144 mg/dl. The patient stated when he got back home his bg went back up to 466 mg/dl. The patient disconnected for site/set change. Patient then attempted to prime pump; however, stated that he primed over 70 units and did not see any insulin come out of tubing. This complaint is being reported because, the patient was hospitalized for hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump history showed no activity outside normal use in the black box or download history. The total daily dose correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed and the pump passed flow accuracy test and was found to be delivering within the required specifications. The conclusion was that no insulin delivery defects were found.